Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were receiving no delivery alarms. Troubleshooting was performed. Customer advised they changed their infusion set multiple times however the issue remained unresolved. The customer stated that, the device volume test was failed. The insulin pump will be replaced and customer agreed to return the product for analysis.